Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using night aligners the patient reported, "one of the teeth in the bottom middle are not even close to fitting in the aligners. It is still substantially lower than the rest of the other teeth. It basically needs to get pulled up. These photos are from step 5, which is a little disheartening given that I didn't think I'd regress this much after only not wearing them for this week. Even though they "fit" the best, there is still a gap in the bottom center teeth that no step closes.".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.